Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned shim exhibits signs of repeated use and has one of components 1 and 2 disassembled / missing, the missing component was not returned. Device history record was reviewed and no discrepancies were found. The device was re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the fractured parts are returned. Ball plunger was missing.